Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the small bleed at the access site and intervention. It was reported that this was a mitraclip procedure to treat grade 3+ functional mitral regurgitation (mr). One clip was implanted, reducing mr to grade 1. After the steerable guide catheter (sgc) was removed from the groin access site, without issue, a figure-eight stitch was placed and a compression bandage was applied. There were no device issues with the mitraclip system. Sometime after the procedure, a hematoma and small bleed were noted at the groin site. The bleeding was suspected to have occurred during removal of the sgc which may have damaged a small arterial side branch of the femoral artery near the femoral vein. One surgical suture was placed in the small side branch to treat the bleed. A few days later, the patient was discharged home in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hematoma and hemorrhage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage appears to be related to procedural conditions and likely due to retraction of the steerable guide catheter (sgc); the reported hematoma was likely a secondary effect of the bleeding (hemorrhage). There is no indication of a product quality issue with respect to manufacture, design or labeling.